Event description:
The manufacturer received information alleging that a sales representative identified a damaged (broken) power cable after retrieving a trilogy evo international rental ventilator from the customer. No device malfunction was alleged. No patient injury or adverse health consequences were reported. The device was returned to the manufacturer's service center for evaluation. Investigation confirmed the reported condition. No evidence of thermal damage was observed; however, exposed conducting wires were identified within the ac power cord. The ac power cord was replaced. Following repair, the device underwent final functional testing, battery check, valve check, run-in testing, and cleaning. All testing was completed successfully, and the device was confirmed to operate within specifications. In addition, the software was upgraded from version 1.06.10.00 to version 1.06.15.00.

Manufacturer narrative:
The reported failure of the power cord is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function and patient exposure to electric fields. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.